Event description:
The customer reported that the heartstart mrx is failing etoc2 calibration. There is no indication of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.